Event description:
Reporter alleged discrepant back to back blood glucose results of 66, 178, & 130 mg/dl when all tests were performed within 5 minutes on the advantage system. No actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:pravachol - 20mg once dailydigoxin - 0.125mg once dailynexium - 40mg once dailylasix - 20-30mg based on blood pressurecoumadin - 4mg once dailyzetia - 10mg once dailyproscar - 5mg once dailyflonase -4.8mg once dailyaspirin - 81mg once dailylumigan trusopt spiriva - 1 puff once daily